Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Additional information: b5, b7, d4- product lot number: ns10117056 or ns10209970. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information provided on 16jun2020 indicated that the approach was gained from the right-side abdomen, and the target was the gall bladder. The second drainage catheter could reach the gall bladder, but the stiffener could not be removed from the drainage catheter.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 14jul2020. Investigation ¿ evaluation . Gihoku kosei hospital (japan) informed cook the metal stiffener in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter became lodged in the catheter. The user reported that the device was inserted into the region between the liver and gallbladder, but the stiffener was difficult to remove and was stuck. The physician changed access sites from the right-side abdomen to the epigastric fossa, and another manufacturer's device was used to complete the procedure without adverse effects to the patient. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one ult8.5 catheter with the metal stiffening cannula lodged inside. There is biological matter throughout. There is no visible damage to the catheter. The stiffener was removed from the catheter with force. There is biological matter on stiffener. The stiffener is slightly bowed. The catheter was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter both measure within specification. Additionally, a document-based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The instructions for use (IFU) supplied with the device was reviewed for information related to reported failure mode. The IFU supplied with mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. The device history record (DHR) was reviewed. The customer provided two possible lot numbers for the complaint device. The review of both final lots and subassembly lots revealed one possible nonconformance for a "curve not per template." This could cause the reported failure, but the device failure analysis confirmed the device was manufactured within specification. The devices with this nonconformance were scrapped prior to further processing. A complaints database search was also completed. This customer had reported another complaint for an unrelated failure. There were no other additional complaints found on these lots. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A CAPA is currently open to address metal stiffener advancement and removal difficulty. Based on the information provided, visual inspection of returned product, and results of the investigation, a definitive cause could not be established. Appropriate measures are being conducted to address this failure mode. There is currently a CAPA open to address reported failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Product code: device not cleared for sale in us, similar device product code: gbo. Rpn/catalog #: ult8.5-38-25-p-5s-cldm-tong-050399. PMA/510(k) #: device not cleared for sale in us, similar PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter for an unknown procedure. During attempted placement, the first catheter with the stiffener and trocar could not be inserted into the patient's body because it "got twisted." A second catheter was selected and was inserted successfully, however, the stiffener could not be removed from the catheter. A competitor's catheter was used to successfully completed the procedure. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first catheter is reported under medwatch report with patient identifier 301436. The second catheter is reported under medwatch report with patient identifier 301437 (this report).